Manufacturer narrative:
B3: date is unknown. D2: therapy used for the device was unknown, spinal cord stimulation used for this report. H3. Analysis found non-conformances for the wireless recharger. (Wr) the wr led's scrolled continuously, device was unresponsive. Flash sector read/write protection bits have become set. G2. Foreign: south korea medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the machine kept malfunctioning (poor contact). No patient complications have been reported as a result of this event.